Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. But was returned to olympus france.(ofr). The evaluation at ofr confirmed scratches in the suction cylinder and biopsy channel. The evaluation also confirmed wear and tear of the biopsy channel. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. The exact cause could not be determined at present, if significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a routine surveillance culturing at the user facility, the subject device tested positive for aerobic bacteria (132cfu) and pseudomonas aeruginosa (132cfu). The facility also informed that the subject device was re-tested and the result was negative. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result. Olympus (B)(4) sent the subject device to a third party laboratory for additional microbiological testing. In the test, the biopsy channel of the subject device tested positive for sphingomonas psucimobilis (1cfu). And the auxiliary water channel of the subject device tested positive for micrococcus sp. (1cfu).

Manufacturer narrative:
This supplemental report is submitting to correct "device product code"